Manufacturer narrative:
(B)(4). Concomitant products: 00784800300 ¿ kinectiv neck ¿ 62114139; unknown stem ¿ unknown part and lot; unknown cup ¿ unknown part and lot; unknown liner ¿ unknown part and lot. Reported event is unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01142.

Event description:
It was reported that patient underwent a left hip revision after an unknown amount of time post implantation due to unknown reasons. During the surgery, the neck was removed and replaced. Attempts have been made and no additional information is available at this time.